Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a chipped out lower left front corner of top case and crack on right plunger case. Event log history was performed and indicated that motor rate error was recorded in history. During analysis, motor rate error was found during occlusion test. It was noted that combination of motor assembly, worm gear (blue), leadscrew and clutch halves were found old, dirty and worn out due to normal wear and this was the cause of the reported issue. Service replaced motor assembly, worm gear, leadscrew and clutch halves to correct the reports issue and performed preventive maintenance and all functional test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion exhibited motor rate error. No patient was involved in this event. No adverse effects were reported.